Manufacturer narrative:
The insulin pump was received with reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump passed the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted. The motor tested ok.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that she had blood glucose of over 300 mg/dl and her insulin pump was not working correctly. Customer sated that the insulin pump was alarming motor error and no delivery alarm. Customer stated that she has been getting the motor error alarms for about 6 months now. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.